Event description:
Philips received a complaint on a suresigns vs4 monitor with nbp and spo2 functionality indicating that the device generated alarms and displayed spo2 readings even when the sensor was powered on but not attached to a patient. The device was in use on a patient at the time of event, no adverse event was reported.

Manufacturer narrative:
Analysis was performed by the philips biomedical equipment technician which included efforts to reproduce the reported issue. During testing, the issue was confirmed: the vs4 monitor displayed spo2 values despite the sensor not being connected to a patient or simulator, and alarms continued to sound. Further functional testing demonstrated that the monitor operated correctly when the sensor was properly applied to a simulator, producing accurate readings. However, when the sensor was detached, the monitor displayed falsely elevated spo2 readings and continued alarming. A different spo2 sensor was then tested with the same monitor, and the issue did not recur. This confirmed that the problem was isolated to the original sensor rather than the monitor itself. The issue was resolved by replacing the sensor and the product is back in service. The spo2 sensor product information is unknown at this time. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.